Event description:
During registration of reagent, computer stated new unopened antibody had expired 08/2003, when the container reads 04-june-04. The company is shipping a new button to register product and a new bar code label.